Event description:
Information received from the field notes that the patient was in surgery for ICD implantation. The device was functioning properly prior to the surgery, but post-op measurements showed a rise in current drain from 13ua to 54ua. Interrogation also noted eri with readings of 2.43v, 6kohms and 54ua. The patient was pacemaker dependent and a device replacement was scheduled.